Event description:
Left hip revision due to alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow-up for additional event information was conducted utilizing work instruction wi-7915. Operative notes were obtained and it was stated in the microscopic report that the tissue from the joint space was confirmed alval. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient x-rays were requested several times but not provided. Implant positioning cannot be commented upon. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.